Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized with hyperglycemia. The patient's blood glucose levels reached 27 mmol/l (486 mg/dl). The personal diabetes manger (pdm) reportedly would randomly turn off and reset. The pdm battery was also noted to hold charge for less than one day. The patient was unable to prime a new pod for insulin delivery. The patient received insulin at the hospital for treatment and was discharged after twelve hours.